Manufacturer narrative:
On (B)(6) 2009, the mask system was received at resmed corp located it (B)(4). A visual inspection was performed. There were no defects observed. The mask system will be sent to the design facility located in sydney australia for further investigation.

Event description:
Pt had a severe reaction to the nasal mask resulting in nasal inflammation, oral irritation and swelling, and the formation of pustules in her nose and mouth.